Event description:
.

Manufacturer narrative:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory in (B)(6) 2012. The device was explanted and replaced with no adverse events reported during or after the procedure.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.

Manufacturer narrative:
The device is currently undergoing laboratory testing.

Event description:
Boston scientific received information that the patient reported this implantable cardioverter defibrillator (ICD) was emitting tones. Boston scientific patient services advised the patient to contact their physician and have the device checked. The local sales representative received information that this patient was presented to the clinic for a device check and upon interrogation there was a fault code/warning about the voltage being too low for remaining capacity. Boston scientific technical services (ts) explained that the fault code indicates that the ICD battery voltage is lower than it should be for the projected time to explant and usage. The sales representative also reported that this patient has not received any shock therapies and does not require pacing. Ts discussed that the ICD should be replaced. A memory download was completed and sent to ts for further analysis. Analysis confirmed that the battery was depleting earlier than expected and device replacement was strongly suggested. The reason for depletion could not be determined until the ICD is returned and analyzed. No adverse patient effects were reported. The local sales representative stated that a future replacement procedure will take place to remove this ICD.

Event description:
Subsequently, the device was received at boston scientific's return products department.

Manufacturer narrative:
At this time the device remains in service. Should additional information become available this investigation would be updated.